Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to improper handling by the customer during use (impact, drop, fall) or reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the insulation at the distal end of the tube was broken. There were no reports of harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided.